Manufacturer narrative:
Device was used for treatment, not diagnosis. Rahme, d.m. (2007) intramedullary nailing versus fixed angle blade plating for subtrochanteric femoral fractures: a prospective randomized controlled trial. This report is for unknown plate, unknown quantity, unknown lot. Other number: UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: rahme, d.m. (2007) intramedullary nailing versus fixed angle blade plating for subtrochanteric femoral fractures: a prospective randomized controlled trial. The 58 patients presented to hospitals with acute subtrochanteric femoral fractures between august 2001 and august 2003 and were included in the study. Mean age in years for the blade plating (bp) group was 67 and 73 in the intramedullary nailing (in) group. Sex (male: female) for the bp group was 12:17; and 13:16 in the in group. Patients were randomized to intramedullary nailing (in) or blade plating (bp) treatments. The in group was treated with closed reduction using a traction table, and percutaneous insertion of a proximal femoral nail (synthes ag, chur, switzerland) without anatomic reduction. The bp group was treated with open anatomic reduction, minimizing soft-tissue stripping of fracture fragments, and internal fixation using a 95 degree-angled blade plate (synthes ag, chur, switzerland) and interfragmentary screws. The following treatment complications were observed: one patient in the bp group required revision for non-union and one bp patient received an operative washout due to infection this is report 1 of 3 for (B)(4). This report is for an unknown plate.